Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging that a patient experienced vertigo, lightheadedness, headache, cough, and chest pressure, irritation and dryness of the respiratory tract, nose and eyes when using a ventilator. In addition, the patient alleged experiencing an "acid" smell. No medical intervention was reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The initial report sent on july 24. 2023 was missing the following verbiage in the b5 section: "the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. " in addition, the recall number listed in section h as "res 88058" was incorrect and the correct recall reference number is "res 88071".

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that a patient experienced vertigo, lightheadedness, headache, cough, and chest pressure, irritation and dryness of the respiratory tract, nose and eyes when using a ventilator. In addition, the patient alleged experiencing an ""acid"" smell. No medical intervention was reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that a patient experienced vertigo, lightheadedness, headache, cough, and chest pressure, irritation and dryness of the respiratory tract, nose and eyes when using a ventilator. In addition, the patient alleged experiencing an "acid" smell. No medical intervention was reported. The medical device associated with this complaint is currently under legal hold. As a result, philips is unable to proceed with device evaluation activities. This restriction prevents access to the device for inspection, testing, or analysis. If additional information becomes available, philips will assess the according to regulatory obligations and perform any necessary reporting activities to the appropriate competent authorities.